Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the display window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer had been doing missionary work and was sweating but the insulin pump was on a clip and not against the body. The blood glucose reading was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.